Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was explanted (exact date of explant not provided to the manufacturer) due to the patient experiencing ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information was received which indicated the patient stated his scs system was removed on (B)(6) 2015.

Event description:
Additional information received indicated only the lead tail was explanted on (B)(6) 2015 and the lead body was left implanted. On (B)(6) 2018, the lead body was explanted.